Manufacturer narrative:
Direct product analysis was not possible as the unit was not returned for evaluation. As a result, the complaint description could not be confirmed. However, follow-up responses received verified the patient was admitted with a gait disturbance and was not under general anesthesia during the procedure. It was also reported that a MRI was not possible due to the patient's reported condition. The patient's anatomy was extremely tortuous and it was reported friction was experienced while tracking the stent up to the lesion. The patient was noted as having facial weakness and dysarthria upon the stent system reaching the lesion. Clotting had formed at the lesion site, but there was no clarification has been received as to when the clotting had occurred. Reo-pro infusion was continued for 23 hours following the procedure and the patient will remain on anticoagulant therapy post procedure. Cause of the adverse event remains unknown at this time. The cause of high friction during deployment cannot be determined in this case. Possible causes are: highly tortuous anatomy; inadequate flush; manufacturing defects in stent loading. Due to the fact that the physician reported that difficulty deploying was associated with difficulty tracking the system over the wire, the most probable cause has been determined to be design for 1) excessive tortuosity in the region of the loaded stent, resulting in higher deployment force and/or 2) for excessive tortuousity proximal to the stent, reducing the efficiency of force transmission from the stabilizer to the stent.

Event description:
It was reported the physician was performing a balloon angioplasty procedure in a 4.09mm basilar artery vessel proximal to the posterior carotid artery (pca). To improve the cerebral artery lumen in a patient with intracranial atherosclerotic disease refractory to medical therapy in an intracranial vessel. The patient's anatomy was reported to be extremely tortuous. Following angioplasty, the stent system in question was introduced over a non-boston scientific exchange wire. The non-boston scientific exchange wire was switched out to a 205cm boston scientific brand guidewire. The guidewire passed the predilated lesion and the stent was advanced to the lesion for placement. The physician reported it was at this time, he experienced difficulty tracking the stent over the guidewire: "I first noticed the facial weakness and dysarthria while trying to advance the stent, not immediately after angioplasty". The physician unsuccessfully attempted to deploy the stent and then reportedly withdrew the entire system from the patient. He was able to deploy the stent on the table. Following the procedure, the patient was immediately given a computerized tomography (CT) scan where no changes from the patient's initial baseline condition were noted. The patient exhibited left side facial weakness but maintained grip strength. Seventeen hours post procedure, the patient continued to show signs of facial weakness on the left side with garbled speech. Reopro was administered immediately following the CT scan, and was continued for an additional 23 hours.